Event description:
A surgeon reports a scanner error prior to flap creation. The system gave the scanner error message immediately after attaining suction 1. The system message noted to call for service and disabled the system. The pt was transferred to another device and the flap was successfully completed. Then the pt underwent refractive surgery with no issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).